Event description:
It was initially reported that the physician's handheld was not charging properly. The charging indicator light would flicker on/off when the cords were moved. The ac and serial cords were exchanged and the charge indicator light remained on. The serial cord was found to have loose connection to the handheld. Good faith attempts for product return have been unsuccessful to date.